Event description:
On (B)(6)/2009, the patient reported that the adhesive of his insulin sites is not sticking properly. He stated that the infusion set did not appear to be damaged and was not exposed to moisture or extreme temperatures. He stated there is a lot of hair in the area and the adhesive is lifting around the hair. He stated that he had not used any moisturizers in the area but there was some perspiration. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent courtesy infusion sets and adhesive dressings. Product was requested to be returned for evaluation.